Event description:
The customer reported to olympus that the rhino-laryngo videoscope had damage to the snake pipe. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the resin part of the image guide flexible pipe had fallen off. In addition to the reportable malfunction, the following were noted: due to a cut on the connecting tube, water tightness was lost; due to damage, the angulation lever did not move smoothly and an abnormal sound was made; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the connecting tube had a wrinkle; the image guide protector had a cut. Additionally, the following components had a scratch: the control unit, the grip, the angulation lever, the light guide-cover glass, the scope cover, the switch box, the universal cord had a dent and a scratch; the video cable, the video connector case, and the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.